Event description:
The pt reported while shopping, the or cable came out of the external trial stimulator (ets). His wife plugged in the or cable before turning off the ets, causing the patient to receive overstimulation. Due to this, the patient fell and was rushed to the hospital where he received six stitches on his head. Patient and his wife acknowleged that they had been trained to turn off the ets prior to reconnecting the or cable.